Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2020, product type: catheter. B5, h6: updated and corrected for information received on 2020-sep-08 and 2020-sep-09. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving fentanyl (300mcg/ml at 139) and baclofen (65mcg/ml) via intrathecal infusion pump for non-malignant pain and degenerative disc disease. It was reported that the patient was scheduled for a dye study because of a persistent area of swelling near the spinal incision site, which was suspected to be a possible csf leak. The dye study was performed within normal limits and showed good dye spread. It was reported that the dye study showed the catheter tip at t10-11 and that at implant the catheter tip was at 7-8 per pictures and notes. It was stated that the hcp would review and decide a plan of care. No environmental/external/patient factors were reported that may have led or contributed to the issue. It was unknown if surgical intervention was planned or scheduled. The issue was not resolved at the time of the report. The patient¿s status was alive with no injuries. No further complications were reported. Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on 2020-sep-09. It was confirmed that the catheter migration was first observed on the x-ray during the dye study on (B)(6) 2020. The cause and the actual date of the migration were unknown. It was unknown if any surgical intervention would occur as the patient's healthcare provider is deciding on a plan. Nothing had been scheduled at the time of the report. The catheter should have been in the same location as it was at the time of the dye study, but the issue was not considered resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#:, serial#: (B)(4), implanted: (B)(6) 2020, explanted:, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving fentanyl (300mcg/ml at 139) and baclofen (65mcg/ml) via intrathecal infusion pump for non-malignant pain and degenerative disc disease. It was reported that the patient was scheduled for a dye study because of a persistent area of swelling near the spinal incision site. The dye study was performed within normal limits and showed good dye spread. It was reported that the dye study showed the catheter tip at t10-11 and that at implant the catheter tip was at 7-8 per pictures and notes. It was stated that the hcp would review and decide a plan of care. No environmental/external/patient factors were reported that may have led or contributed to the issue. It was unknown if surgical intervention was planned or scheduled. The issue was not resolved at the time of the report. The patient¿s status was alive with no injuries. No further complications were reported.